Event description:
A nurse reported that IV tubing came apart and leaked during use on a pt approximately 12 hours after it was in use. The nurse was refilling the buretrol from the tpn bag when the tubing separated and leaked. She stated that no force was applied to the tubing. The nurse clamped the tpn bag so as not to lose any IV fluid. She stopped the IV pump and changed to a new IV set without any complications. No pt harm or medical intervention required. Although requested, no further event or pt info provided.

Manufacturer narrative:
(B)(4). The customer's report of tubing separated from the burette was confirmed. During visual inspection it was noted that the nitro tubing was completely separated from the burette cylinder top cap middle port. Visual inspection under the microscope noted that both sides of the nitro tubing had insufficient solvent applied at the engagement during manufacturing process. The root cause of the customer's tubing separation from the burette was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the nitro tubing.